Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the lower case was broken, the battery release was damaged, the control knobs were contaminated, one side bail cover was broken, the battery contacts were compressed, the battery drawer was broken, one case screw was missing and the display was missing pixel segments. (B)(4).